Manufacturer narrative:
Blank display due to interface board broken solder joint. Pump received with broken battery tube threads, minor scratched display window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was cracked at battery compartment. Customer also reported that insulin pump was not turning on. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.